Event description:
On (B)(6) 2012, the pt reported experiencing insulin leakage from the plunger of the insulin cartridge. She noticed the leak when her blood glucose became elevated to 400 mg/dl. Her normal blood glucose range is 110-200 mg/dl. She inserted the insulin cartridge in her backup infusion device and bolused to lower her blood glucose. The insulin cartridge did not leak in the backup device. The pt's trainer stated that the piston rod of the infusion device appears to be slightly bent and this may have caused insulin to leak from the insulin cartridge. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and the insulin cartridge, infusion device, and adapter were requested to be returned for eval.